Event description:
A customer contacted baxter's global technical service center to report an alarm on the homechoice (hc) machine during fill 1 of 4. The patient stated there were about 10 air pockets in the line. The caller tapped the line with the finger, but the air would not move and the fill volume would not increase. The patient ended therapy. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.